Manufacturer narrative:
Batch review performed on 11 september 2020: lot 153497: (B)(4) items manufactured and released on 03-nov-2015. Expiration date: 2020-10-17. No anomalies found related to the problem. To date all the items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation performed by medical affairs director. Posterior subsidence of the tibial plate in primary tka after 4.5 years. A cause is difficult to determine; a possible remark is that on the pre-revision xray the baseplate looks slightly undersized, but this may be due to bone modifications over time, as it appears to have worked properly for over 4 years. Patient match planning review performed by my solution department. We analyzed each step of the myknee process; no errors have been found. Here below you can find the detailed analysis of the process: images qc: the dataset fully respects the protocol. The images were not expired at the time of the surgery. Reconstruction: the reconstructed profile follows precisely the contour of the bone. Planning - landmarks: all the landmarks were taken accordingly to the process. Pre-op information: as per the other cases, the only information available to the my knee team was about the bones. No pre-op information was available regarding: the status of the ligaments: this information, as for all the cases, is available just to the surgeon. The thickness of the cartilage: this information is not available, since this case is CT- based. Planning proposal: in the planning proposal, the surgeon's preferences for the femur have not been respected. For this reason we sent him an integrative evaluation. Planning - validation: our planning proposal went into automatic validation without any change in the parameters femoral cutting block: all the pads are in contact with parts that cannot get detached. Tibial cutting block: all the pads are in contact with parts that cannot get detached. Extra-analysis: we received an image showing a frontal x-ray and an image showing a lateral x-ray. All of them are not optimal (they are photos of a radiography), as a consequence the precision of the analysis cannot be high: no quantitative analysis is possible. We overlapped, on both the files, the 3d bone model of the tibia cut and the femur cut with the parameters of the validated revision and the implants, on both the femur and the tibia. Here below are our considerations about the tibial component: the implanted size seems be a 3, while the planned one is a 4. It has been implanted with some degrees less of slope respect to what has been planned. There could be 7° of difference, but this value is indicative, since the images are not optimal being photo. Here below are our considerations about the femoral component: the size is a 4 as planned. It has been implanted with some degrees more of flexum respect to what has been planned. There could be 1-2° of difference, but this value is indicative, since the images are not optimal being a photo.

Event description:
Revision surgery performed 4 years and 6 months after primary surgery for tibial tray posterior subsidence. For the surgeon the tibial subsidence caused also the loosening of the implant. The surgeon revised the patient tibial implants and implanted revision devices.